Event description:
It was reported that the patient's alert triggered for superior vena cava (svc) coil high impedance. Since the alert, the impedance had been fluctuating from baseline to high,. The svc coil was turned off and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Further information indicated that the svc coil remains active and continues to fluctuate to high impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6932 implantable tachy lead, (B)(6) 1997. (B)(4).